Event description:
It was reported that during a procedure using a faradrive sheath, upon insertion into the patient, blood was observed leaking back from the proximal end of the sheath handle. No air was observed in the sheath, only blood leaking from proximal end of the sheath. No patient complications occurred. There is not any indication if the device will be returned.